Manufacturer narrative:
Retainer ring: black. The p-cap / reservoir locked properly during testing. Pump passed the self test and displacement test. No pump error 23, 49 or 68 was noted during testing. However, pump with high sleep current and pump error 53 alarm was found in the pump history (linenumber = 3041 and filenumber = 26) due to cracked l7 at pcba 1. Unit received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had received multiple insulin pump error alarm. Customer was able to clear the alarm and rewind the insulin pump. Insulin pump did pass self test. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.